Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws would not close. When the surgeon moved the handle back and forth, the jaw broke off. It was unknown if the piece fell into the patient. It was noted the broken piece is available for return so no pieces were left in the patient. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.